Event description:
During an implant procedure, a loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis with all four tines found intact and undamaged. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not reveal any anomalies.